Event description:
It was reported that the insulin gauge on the customer's pump displayed a different amount than expected, specifically showing (B)(4) units instead of the anticipated (B)(4) units. There was no adverse impact to the customer¿s blood glucose level reported. The customer confirmed the necessary steps had been taken to resolve possible air issues and affirmed correct procedures were followed during insulin cartridge setup. Technical support assisted in reloading the cartridge, and the customer opted to monitor the situation and follow up if needed.